Event description:
Rptr sent copy of a letter from a phd stating, "I have detailed my initial finding from the 8 milliliters (ml) frozen sample of cerebrospinal fluid (csf) received by our laboratory from hospital center doctor. In late may I received an approximately 8 ml sample of frozen csf. After approximately 2 weeks I attended to the sample by bringing it to room temperature, decanting 5ml from the plastic test tube and extracting the sample with spectroscopy grade hexane. The extracted solute was analyzed by infrared spectroscopy producing the spectrograms enclosed herewith. Indications of the presence of silicone rubber in the csf fluid are deduced from the appearance of corresponding peaks in the spectrograms of pure silicone (control) and the csf sample (1445 v 1460, 1255 v 1259,9, 1090.5, 1014.1 v 1017.0, 864.3 v 867.2, 797.6 v 796.7)." Rptr stated she has now had a second test on this fluid per a doctor at another medical center. She states if this report is true then it could prove that silicone does cross the blood/brain barrier and would also prove causation. (*)